Manufacturer narrative:
These codes were selected by the manufacturer based upon information obtained from the user facility and do not reflect the condition of the device following the device investigation. A visual examination of the returned device found that one of the wires was bent. No abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would close but would not open normally as the jaws would open in l-position. The curves were measured, and one of the two curves was found to be out of specification. This condition could cause the device to open in an ¿l¿ position. The other curve could not be measured due to the observed bend. The condition of the returned incident device was consistent with the complaint that the device would not open properly. The most probable root cause is manufacturing due to the improper curve forming. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was to be used during a biopsy procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, during preparation for the procedure, only one of the cups would open. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; wire bent.